Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen did not respond when pressed. This was due to a broken touchscreen. As indicated in section h7, this device has been identified as part of a product recall. This reports represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device touchscreen did not respond when pressed. No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.